Event description:
It was reported customer was experiencing high blood glucose. Customer also reported that he had ER visit last (B)(6) 2015 and (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 1st - 618 mg/dl and 2nd - 720 mg/dl. Customer had cold shakes and sweats. Customer took bolus and called the doctor and was advised to go to the hospital. Customer was not in an accident. Customer was wearing the insulin pump at the time of the event. Customer was treated with fluids and insulin. Troubleshooting was not completed due to customer did a complete set change prior to the call. Customer reported had bent cannula in the past. Customer's blood glucose was unknown. Customer stated the no delivery alarm was resolved by a complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.